Event description:
Received additional information from customer. Pt outcome reported as good.

Event description:
Reporter noted 25 gauge probe stuck in trocar cannula in during core vitrectomy. Unable to remove cutter without removing trocar.